Event description:
The patient lost a lot of weight so a new pocket was created and the neurostimulator (ins) was moved. Since the revision surgery, she has experienced coupling and or communication issues. She cannot get more than two boxes shaded while recharging. She got 38 to 44 during the al feature. She was able to clearly tell where the ins was implanted. The scar from the revision was right over the ins and it may be flipped, but not confirmed at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4).